Event description:
On (B)(6) 2025, during a surgical operation procedure involving spinal fixation of the vertebra t8 and t9, complications arose with the instrumentation. While tapping the vertebrae, the tip of the initial 4.5mm bone tap fractured and became lodged within the t8 vertebral body. Subsequently, a second 4.5mm bone tap was used for t9, the tip of this bone tap also became lodged. Resulting in two sperate bone tap fragments retained within the respective vertebrae (t8 and t9).

Manufacturer narrative:
Bone taps requested but will not be returned.